Event description:
The customer reported wash carousel motion errors entering the not ready state while operating the unicel dxc 600i synchron access clinical system used in conjunction with the access reaction vessels. The customer attempted to initialize the instrument but received reaction vessel (rv) cleanout errors. The customer was able to home the reaction vessel (rv) shuttle, wash carousel and confirmed the incubator belt and shuttle were at index. Initialization failed due to incubator belt motion errors. The customer observed broken incubator belts clips and a fallen rv and removed the fallen rv and replaced the broken rv clips. The customer calibrated the incubator belt and initialized the instrument to ready state. An internal investigation has determined this lot of reaction vessels (rvs) may cause the error due to a new resin that was implemented in the manufacturing of the rvs. There was no report of impact to patient results as the instrument was in not ready state and would not complete any assays on board. There was no patient impact associated with this event. Beckman coulter replaced the affected lot of reaction vessels with a new lot without the new resin. The customer indicated no further issues.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting via the telephone. In conclusion, the cause of the wash carousel motion errors was due to a resin change in the manufacturing of reaction vessels for the unicel dxi instrument. Replacement of the reaction vessels, with a lot that was not manufactured with the new resin, corrected the issue. Beckman coulter internal identifier for this report is (B)(4).